Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient had been experiencing erratic blood glucose (bg) between 32mg/dl and 527mg/dl with unspecified ketones "over [the] last couple of days". The reporter stated that the patient had come off the pump due to an unspecified malfunction and was on a backup plan of insulin injections and was having difficulty controlling bgs while on the backup plan. The patient was reportedly working with a healthcare provider to control bgs. No further information was provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia while on a backup plan of insulin delivery associated with an unspecified pump malfunction that caused the patient to go off the pump.